Event description:
New information received notes the device will not be returning

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during a pacemaker implant on (B)(6) 2021, the lead was experiencing high capture thresholds. The physician elected to re-position the lead. At that point, the helix of the screw-in lead was unable to be retracted. The lead was then explanted and replaced by a new one. The implant was completed successfully with all parameters in normal range. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.